Event description:
It was reported that during a laparoscopic sigmoid resection procedure, while firing the staplers, no audible feedback was heard. The staplers were in the tissue but not formed in a b. The donuts were complete. The incident was discussed with the surgeon and he was sure that he did everything right, also the handle plastic to plastic. They converted the operation to an open operation.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information (video review): ees field quality engineer reviewed two videos with the following observations, conclusion and comments: observations: video 1 shows the mobilization of the colon and rectal area and the transection of the colon just above the rectum. Two firings utilizing an ec60a device with gold cartridges was used for the transection. No video of the cdh29a anvil placement provided. Assumed the bowel was taken extracorporeal for further transecting, ruminant removal and anvil placement. Video 2 starts with camera re-entry, then anvil placed perpendicular to the bowel's transecting staple line. The anvil shaft penetrates the bowel side wall with anvil head next to staple line. The next six minutes shows addressing nuisance bleeding. The user grasps the anvil shaft clamping across the locking springs. Grasper remained clamped on the locking springs when grasper was released to assist positioning the rectum for trocar penetration. Anvil was again grasped across the locking springs. Placement attempt onto trocar was made. Anvil would not snap into place due to grasper restricting the locking springs. Grasper was repositioned and connection achieved. Firing appears to take place. Device removal was very difficult indicating an uncut washer probably due to an incomplete firing stroke. Device removal achieved. However, it is the opinion of the fqe that anastomosis damage was done during these removal attempts. Leak test was performed. Leak test failed; saline extraction started in preparation for anastomotic repair. Conclusion: in the opinion of the fqe, the failed anastomosis was the result of an incomplete firing stroke causing a chain of events as follows: incomplete firing stroke results in staples that are not completely formed and breakaway washer not cut through. When the washer is not completely cut, device removal is difficult. Hence, the removal forces can tear and pull the tissue out of the unformed staples. Comments: when handling and/or placing the anvil, never clamp across the locking springs. Doing so could damage them preventing the anvil from properly connecting to the trocar. When firing the device, the user must fire in a single smooth continuous stroke until the tactile and audible feedback of the washer being cut completely through then continue to squeeze until the trigger can be compressed no further.

Manufacturer narrative:
(B)(4). Uncut washer - blemished additional information: the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.